Event description:
The customer reported to philips healthcare that upon power (boot) up the heartstart xl displayed error code 01000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.